Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 303018, batch#: unknown. It was reported by the customer that didn't allow fluids to go through. Verbatim: rcc received a complaint via email. Let me know if you have any further questions. Product code bx303018. Product description: anesthesia tray mrx. Lot number: asked customer. Complaint description we had another 25 ga needle today that didn't allow fluids to go through. This is the third time this has happened quantity affected 1. Patient injury no. Sample availability yes.

Event description:
Additional information received. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 02/21/2024. 2. Are you able to provide corrected batch / lot information reported? 2283310. Materials#: 303018, batch#: 2283310. It was reported by the customer that didn't allow fluids to go through. Verbatim: rcc received a complaint via email. Let me know if you have any further questions. Product code: bx303018. Product description: anesthesia tray mrx. Lot number: asked customer. Complaint description: we had another 25 ga needle today that didn't allow fluids to go through. This is the third time this has happened. Quantity affected: 1. Patient injury: no. Sample availability: yes.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle didn't allow fluids to go through. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provide material number 303018, lot 2283310. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.